Event description:
Report received of leakage of primary tubing at the cassette secondary port. A pt was receiving a blood transfusion. Prior to the transfusion, the primary line had been infusing saline with no reported problems. It is unknown how long this tubing had been in use. The primary line had been connected to a clave port of an extension tubing from a peripheral IV. The blood was connected at a secondary cassette port, and the transfusion began with no problems. Upon doing the 30-minute assessment, the pt complained that "blood is everywhere." The clinician noted two issues. First, there was minor leaking at the connection between the primary tubing and the clave port of the distal extension set. Second, the majority of the leakage occurred at the top of the cassette port where the secondary tubing had been connected. It was reported that the secondary line "could not be screwed in tightly, as if the port was stripped". There were no cracks or separations reported. Blood had dripped all over the pump and onto the floor. There was no report of blood backup between the pump and the saline bag. The IV site remained intact. The pump had been set at 150cc/hr, but it could not be determined how much blood the pt had actually received. The blood, the pump, and all tubing sets were changed. The transfusion resumed with no further problems. There was no adverse pt effect. Additional pt information was requested, but no further information was avialable.